Manufacturer narrative:
The field service engineer (fse) observed an issue from the secondary aspiration probe after the compressor shuts down. The fse discovered check valve #34 was allowing fluid to seep backward through the check valve causing a drop of diluent to fall from the secondary aspiration probe. The fse replaced the check valve to resolve the issue. The fse also noticed pinch valve pv9 was slow to close when the pressure to the pinch valve was released. The fse replaced solenoid valves #9 and #24 as a preventive measure. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported several drops of fluid leaked from the manual probe and outside the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.